Manufacturer narrative:
The reliability analysis inspected one opened and or used sensor and found sensor broken missing broken part. It was unable to be confirmed that the customer received sensor damaged due to customer having returned opened and or used.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received lost sensor alarm. The customer's blood glucose level was reported to be 90mg/dl. Troubleshoot was reported to be conducted. It was reported that the sensor would be replaced and returned for analysis.